Event description:
The manufacturer received information alleging a ventilator failed to deliver flow. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A piece of plastic was found to be blocking the oxygen blending module inlet. The plastic was removed to address the issue.